Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 heater wire separated from the jaws. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was dislodged from the tip of the hot jaw and was bent. Based upon the eval results, the reported complaint was confirmed. (B)(4).